Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set had an "obstruction." This was observed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured on july 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.